Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin was leaked into the insulin pump from the reservoir while changing the reservoir. Customer did not know location of leak. Customer stated that there was no visible fluid in the insulin pump. Customer stated that the keypad was responsive. Customer performed self test and it was passed. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.